Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was not returned. Visual examination of the picture confirmed the complaint. The attune rp tibial impactor is broken in two pieces. Root cause and corrective action are documented in the CAPA system depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> there's no lot number provided, therefore a complaint database search couldn't been performed to determine if a lot related issue was possible. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery. In the surgery, a component of the fixation pin hole of the attune distal femoral jig came off. Attune rp tibial impactor spilt in two. The metal part of the broken attune distal femoral jig did not remain in the body. The surgery was not affected by these events.